Event description:
Post operative dermabond severe itching at one week laparoscopic 4 sites with development of blisters and burn like reaction at all four sites. Dates of use: (B)(6) 2015 - (B)(6) 2015. Diagnosis or reason for use: post op sealing of laparoscopic sites. Event abated after use stopped or dose reduce? No.